Event description:
It was reported the saline supply grip of the reflex ultra sp plasma wand was found to be non-functional intra-operative. The physician cut the supply sheath with a scalpel and was a bel to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval summary: visual inspection shows the saline sheath had been partially cut off or the wand and could not be moved. The silicon spacer was also damaged (cut). Electrical testing of the wand found no anomalies. Performance testing of the wand confirmed the saline flow and cobalation technology functioned properly. After cutting the handle open, it was found the sheath housing was glued stuck to the black bushing confirming the reported complaint.